Event description:
The initial insertion was made in the right femoral vein with a triple-lumen antimicrobial-coated catheter. The insertion was immediately followed by a diffuse skin rash, pt became restless, cyanotic, and eventually hypoxic. Bp increased, as well as hr. The catheter was immediately removed, and pt was given a bolus of solumedrol 50mgs and a bolus of benedryl 50mgs IV. The rash disappeared in about 10 minutes. The vital signs returned to normal. Vs and o2 levels returned to baseline in about 15 mintues. Once pt was stable. They had insertion of a left femoral line, triple lumen (without antimicrobial coating). Procedure was totally uneventful. Doppler exploration of femoral veins did not reveal clots. Pt had no long term effects from this procedure.